Event description:
It was report to philips that the heartstart mrx defibrillator showed a red cross with a shock equipment and pacer equipment malfunction errors. There as no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.